Event description:
A 26 mm diameter x 15 mm diameter x 13.5 mm length aneurx bifurcated stent graft and its components were implanted into a pt for the endovascular treatment if an abdominal aortic aneurysm. Currently it is unk whether or not the device may have caused or contributed to the event as no information has been provided regarding this event. No conclusion can be drawn at this time.